Event description:
Catheter placed early evening and cooling initiated an hour and ten minutes later. Rn noted fluid in thermogard xp system to become red tinged and immediately stopped therapy. Notified ICU fellow at six hours after cooling was initiated and catheter exchanged.